Event description:
It was reported that the insulin pump is not alarming no delivery when there is no insulin delivery. Customer stated that the insulin pump would work for one day and stop delivering insulin. Customer requested a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.